Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was rushed to the emergency room due to low blood glucose levels, with a reading of 22 mg/dl. Prior to the event, the customer was experiencing blood glucose levels over 400 mg/dl at school, possibly due to a bent cannula. The school performed troubleshooting on the insulin pump, and accidentally delivered 35 units of insulin to the customer, causing his blood glucose levels to drop. Troubleshooting was performed, and the insulin pump passed the prime test. The father felt that the insulin pump was functioning properly, and stated that he would call back if further assistance was needed.